Event description:
A registered nurse reported that during intraocular lens (iol) implant surgery, a mark was noted on the lens. During removal and replacement lenses, a capsular bag tear occurred. The outcome of event for this patient is reported as "unknown".

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent in the gusset area due to the position of the lens in the case. The optic was torn/split/cracked into two pieces (returned adhered to each other). Both portions were scratched-rejectable. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 06/02/2008 by fax and mail. A completed questionnaire was received.